Event description:
Customer reportedly obtained results of 200-300 mg/dl on the advantage sys while exhibiting hypoglycemic symptoms. Customer was given juice by his wife to elevate his blood glucose. No medical treatment sought or rec'd. Requested return of suspect sys and replacement was sent.